Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3988, lot# n24427, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3487a-56, lot# v578923, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v390366, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0012709v, implanted: (B)(6) 2001, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported she had been charging for two days and her implant will not pass 50%. The patient stated she gets all the coupling bars shaded in, and the implantable neurostimulator (ins) icon was blinking. The patient states she does not use the belt. The charge therapy on/off button was difficult to press. The patient was to follow up with the health care provider (hcp). It was reviewed to speak with the hcp to check the device. The implantable neurostimulator recharger (insr) was charging. There were no patient symptoms reported. Medical history includes complex reg pain syndrome type I.